Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a displaced internal magnet following an MRI. The recipient underwent revision surgery to replace the magnet. The explanted magnet will not be returned for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device. The recipient remains implanted. This is the final report..